Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The fracture was caused by an overload. The fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. The root cause analysis conducted shows: "all cases were reviewed in detail based on the information available from the complaints. Different root causes categories were identified permitting to identify there is no recurrent root cause. Unfortunately for 4 cases not enough information was provided to determine the root cause. In 4 other cases, the breakage was asymptomatic and it occurred after the fusion." As conclusion, it was determined that: after taking all analysis into account no action related to the reported failure of breakage shall be taken. No systematic root cause neither by the analysis of the root cause categories nor by the analysis of the user group could be identified. The risk is covered in the initial risk analysis and the threshold of the risk document is not exceeded. Future complaints will be monitored for trending. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The 1st mtp fusion plates required revision as bilateral plates both broken at the same junction.

Event description:
1st mtp fusion plates required revision as bilateral plates both broken at the same junction.